Manufacturer narrative:
Qn#(B)(4). A functional, visual, and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. P/n 528135 is not being manufactured currently, however, another part number from the same family was use for the verification of failure mode reported in the current manufacturing process visistat 35w 6/box lot# 73j2200175 the staplers were functionally inspected and issue reported misfire/jamming - staples not firing was not observed in the current manufacturing process, the staples were loaded and released correctly. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time the sample is not available, and it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed as the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that the staple jammed. No injury to the patient. A new set was used.